Manufacturer narrative:
(B)(4). A review of complaint history, review of device history record, documentation, instructions for use (IFU), and quality control was concluded during the investigation. The product was not returned for eval. The following documentation was reviewed as part of the investigation: the device history cord, the mfg instructions, the mfg drawing, the qc instruction, and the current instructions for use (IFU). The current product (IFU) details proper placement and usage techniques. With the available info, no conclusion can be drawn how the device may have contributed to the event. Per the conclusion of quality engineering risk assessment, add'l risk reduction is not required. The appropriate internal personnel have been notified and we will continue to monitor for similar events.

Event description:
The reporter states there has been at least three cases in the last three weeks with the mueller empyema catheter, in which the hub has separated. Details surrounding the events are minimal at this time, however, in one case, it was reported that the tube was draining while the pt was sitting in bed, the tube was open to the atmosphere (1820334-2015-00258). In another case, it was reported that the pt had a current pneumothorax as a result of the hub separation (1820334-2015-00259). In the third case, no details are available other than the hub pulled off (1820334-2015-00260). Add'l info in regards to the events has been requested. The catheters were exchanged and the pts did not require any add'l procedures due to this occurrence. According to the physician, there were no adverse effects to the pts.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The reporter states there has been at least three cases in the last three weeks with the mueller empyema catheter, in which the hub has separated. Details surrounding the events are minimal at this time; however, in one case, it was reported that the tube was draining while the pt was sitting in bed, the tube was open to the atmosphere (1820334-2015-00258). In another case, it was reported that the pt had a recurrent pneumothorax as a result of the hub separation (1820334-2015-00259). In the third case, no details are available other than the hub pulled off (18220334-2015-00260). Additional info in regards to the events has been requested. The catheters were exchanged and the patients did not require any additional procedures due to this occurrence. According to the physician, there were no adverse effects to the patients.